Event description:
A report from the USA revealed that a xmax motor device does not function. It is known that the device was not used in surgery, but there is no information regarding the occurrence of patient or user injuries or if there was any medical intervention. There was no additional information provided.

Manufacturer narrative:
The device, an xmax, was received by depuy synthes power tools, for evaluation. Once the evaluation has been completed or if any additional information is provided, a supplemental MDR will be sent. (B)(4).